Event description:
It was reported that the pacing catheter would not pace.

Manufacturer narrative:
St. Jude medical is in the process of analyzing the return prod and will file a f/u report completion of the investigation.